Event description:
During transfer with marisa lifter from bed to wheel chair, the resident slipped out of the sling and under the lift frame assembly and fell to the floor. The resident suffered bruising to the hip area; went to the emergency room, but no other injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration# 9611530). Please note (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.